Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 28-nov-2018. The most recent information was received on 10-dec-2018. This spontaneous case was reported by a pharmacist and describes the occurrence of device dislocation ("left implant migration (not found) / implant migration") in a 54-year-old female patient who had essure (batch no. 627730) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: sterilization operation using essure method under general anesthesia 2011 - lyme disease: no; brucellosis: no. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced fatigue ("abnormal fatigue for her age"), myalgia ("muscle pain (especially behind the upper thigh)"), joint stiffness ("diffuse joint stiffness (especially the hip)"), eye pruritus ("eye itching"), cough ("bout of cough"), headache ("headache"), memory impairment ("short-term memory disorders"), dyspnoea ("shortness of breath") and abdominal pain upper ("pain in the left upper quadrant"). In 2010, the patient experienced extrasystoles ("extrasystole (14000/24 h)"). In 2017, the patient experienced type IV hypersensitivity reaction ("delayed hypersensitivity to nickel, titanium") and allergy to metals ("delayed hypersensitivity to nickel, titanium"). In 2018, the patient experienced adenomyosis ("moderate adenomyosis"). The patient was treated with surgery (tubal ligation via endoscopy and search for migrated implant (not found)). At the time of the report, the device dislocation, fatigue, myalgia, joint stiffness, eye pruritus, cough, headache, memory impairment, dyspnoea, abdominal pain upper, extrasystoles, adenomyosis, type IV hypersensitivity reaction and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, adenomyosis, allergy to metals, cough, device dislocation, dyspnoea, extrasystoles, eye pruritus, fatigue, headache, joint stiffness, memory impairment, myalgia and type IV hypersensitivity reaction with essure. The reporter commented: consumer did not plan to have these implants removed, but the problem remains that the migrated implant was difficult to locate, which is why a hysterectomy via laparotomy was not recommended to her. In 2011, an extrasystole (14000/24 h) was found and in 2013 a holter was placed (no result available). Current status of the patient: underway . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kgs. Allergy test - in 2017: astralab blood draw, lymphocyte activation test = delayed hypersensitivity to nickel, titanium.. Computerised tomogram abdomen - in 2011: implant pain . Normal; in 2016: normal. Electromyogram - in 2014: normal. Nuclear magnetic resonance imaging abdominal - in 2018: moderate adenomyosis/implant migration. Ultrasound abdomen - in 2015: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a pharmacist and describes the occurrence of device dislocation ("left implant migration (not found) / implant migration") in a (B)(6)-year-old female patient who had essure (batch no. 627730) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: sterilization operation using essure method under general anesthesia 2011 - lyme disease: no; brucellosis: no. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced fatigue ("abnormal fatigue for her age"), myalgia ("muscle pain (especially behind the upper thigh)"), joint stiffness ("diffuse joint stiffness (especially the hip)"), eye pruritus ("eye itching"), cough ("bout of cough"), headache ("headache"), memory impairment ("short-term memory disorders"), dyspnoea ("shortness of breath") and abdominal pain upper ("pain in the left upper quadrant"). In 2010, the patient experienced extrasystoles ("extrasystole (14000/24 h)"). In 2017, the patient experienced type IV hypersensitivity reaction ("delayed hypersensitivity to nickel, titanium") and allergy to metals ("delayed hypersensitivity to nickel, titanium"). In 2018, the patient experienced adenomyosis ("moderate adenomyosis"). The patient was treated with surgery (tubal ligation via endoscopy and search for migrated implant (not found)). At the time of the report, the device dislocation, fatigue, myalgia, joint stiffness, eye pruritus, cough, headache, memory impairment, dyspnoea, abdominal pain upper, extrasystoles, adenomyosis, type IV hypersensitivity reaction and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, adenomyosis, allergy to metals, cough, device dislocation, dyspnoea, extrasystoles, eye pruritus, fatigue, headache, joint stiffness, memory impairment, myalgia and type IV hypersensitivity reaction with essure. The reporter commented: consumer did not plan to have these implants removed, but the problem remains that the migrated implant was difficult to locate, which is why a hysterectomy via laparotomy was not recommended to her. In 2011, an extrasystole (14000/24 h) was found and in 2013 a holter was placed (no result available). Current status of the patient: underway diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Allergy test - in 2017: astrolabe blood draw, lymphocyte activation test = delayed hypersensitivity to nickel, titanium.. Computerised tomogram abdomen - in 2011: implant pain. Normal; in 2016: normal. Electromyogram - in 2014: normal. Nuclear magnetic resonance imaging abdominal - in 2018: moderate adenomyosis/implant migration. Ultrasound abdomen - in 2015: normal. Incident. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.